Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device received inappropriate shocks. Technical services (ts) reviewed and stated that those shocks were likely atrial driven. There were boundless endless loop tachycardia (belt) rhythms noted. The plan was to refer the patient to the electrophysiology (ep). This device remains in service. No adverse patient effects were reported.